Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise.

Event description:
It was reported that the implantable cardiac monitor (icm) registered episodes that indicate under sensing of r-waves and sensing of noise. The device is still in use. No patient complications have been reported as a result of this event.